Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix kugel device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch or an unspecified bard/davol ventralex hernia patch (device #1) on (B)(6) 2008 or (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch or an unspecified bard/davol ventralex hernia patch (device #1) on (B)(6) 2008 or (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2008 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per op notes, ¿the hernia was identified superior to the prior umbilical hernia repair site. A small ventralex mesh (device 1) was positioned in preperitoneal space and secured using sutures.¿ on (B)(6) 2010 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the removal of mesh (device 1) and implant of composix kugel patch (device 2). Per op notes, ¿recurrent hernia was noted on superior margin of the mesh. The edges of rolled mesh (device 1) was dissected free. The defect was noted. A composix kugel mesh (device 2) was placed in intraabdominal position and secured using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2007) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6a, d.6b, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name) and g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.